Event description:
A patient reported blood glucose results of "201 and 259 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the patient through two consecutive control solution tests and the results fell outside the specified range 136, 138(97-135). Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips and control solution were replaced.